Manufacturer narrative:
Examination of the returned unit revealed that the unit received failed the deflation test. Signs of deflation were observed immediately upon cuff inflation. The cuff was inflated and immersed in a water bath in order to determine the location of the air leakage. Visual inspection was performed and the source of the leak was a 0.2mm scratch located on top of the cuff, 17mm away from the end of the tube. Root cause: the following are possible root causes: the scratch on the cuff could have been caused by the customer after opening the package; possibly upon insertion of the tube in the pt. The scratch on the cuff could occur during mfg but after the deflation test. The product was rejected and taken back for rework; at this point the scratch in the cuff could have been made but not detected because a second leak test was not performed. Corrective action was generated to address problems with cuff holes, scratch or cuts that are within mfg's control. Action taken: the following actions were taken to address the possible causes that are within smith medical's control: the deflation test area and multivac loading station were inspected for sharp edges that could cause and/or contribute to damage on the cuff and no sharp edge were observed. An eval was performed on our current leak detection system to determine if our current procedure is capable and effective in detecting any non-conforming product such as leaks caused by holes, cuts or any other defect that could cause a leak. Based on the results we can state that our testing system is capable to detect leaks in the cuff. Visual aids were created in order to clarify operation and inspection. Additionally, all tracheostomy packaging procedures were revised to require a second leak test should rework be required after the initial leak test.